Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 90 to 120 mg/dl. Testing performed twice daily. Customer feels well and observed no symptom. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 169mg/dl and 144mg/dl. Verified storage of product is within instructed spec. Test strip lot MFR's expiration date is 11/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 158mg/dl (B)(6) 2015 09:35am; no; 148mg/dl (B)(6) 2015 07:15am; 122mg/dl (B)(6) 2015 07:59am; 141mg/dl (B)(6) 2015 09:17am; 125mg/dl (B)(6) 2015 09:55am. Recall test results performed fasting from meter memory using another vial of test strips: (B)(6) 2015 8:39am 96mg/dl; (B)(6) 2015 7:26am 115mg/d; (B)(6) 2015 7:07am 98mg/dl; (B)(6) 2015 9:59am 94mg/dl; (B)(6) 2015 8:49am 116mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.